Event description:
It was reported that the insulin pump had a scratched screen, which made it illegible. The customer stated that he was unable to get the device to reset and, therefore, could not fill the tubing of his infusion set. He also noted that he had difficulty getting the insulin pump to rewind. He advised that the piston did not move forward and that the insulin pump was always beeping. He observed the rewinding issues while changing the infusion set. The blood glucose reading was 166 mg/dl. He stated that the physical damage was a result of bumping the device against things. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.